Event description:
I switched my saline breast implants (had them for 12 years) for new silicone ones. I was scared of the rippling in my old ones and was trying to get pregnant. So, one month after the first surgery of allergan implants, it fell and was very uncomfortable and painful. I had to go back in and have another surgery only a few months later to unfortunately have the same thing happened only a few months later. So then I had to have another surgery and this time gala flex nash was put in. Again the same thing happened a month later. But now not only was it uncomfortable, painful but it looked horrible; my cleavage is uneven and the left breast hangs a lot lower than the right. But by this time I was pregnant so nothing I can do. This is three years later and in those three years I have suffered so many illnesses. Starting only less than a month after the first silicone implant was put in. I have 43 symptoms. The main ones that are affecting my life are currently insomnia, intense panic attacks, severe hair loss, anxiety, depression, gastrointestinal problems, sensitivity to light, unexplainable rashes, new allergies, the list keeps growing and growing. I have been to so many drs and spent so much money over the years nobody can figure out what is wrong with me. I've been to endocrinologist dermatologists, neurologist, hair restoration specialist, cardiologist, etc. No one had an answer for me. Everybody just kept saying it was rashes. Although it was weired that I was so young and suffering so many problems. I only recently found out that the issues are all related to my breast implants. It is a very unfortunate situation because I have not been abl to work for the last three years because of what has happened to me through the surgeries. The surgery itself was a financial burden and a physical burden. And now I am still in a financial burden, my husband and I live with my parents because I cannot work. And now we are trying to desperately come up with the money so I can ask, planned, and get these out of me. Air restoration specialist, cardiologist, etc. No one had an answer for me everybody just kept saying it was stress, and now we are trying to desperately come up with the money so I can explant and get these out of me only. Need to be left in worse shape than when I started. Just a horrible experience and no woman should have to suffer these kind of things. If I was informed correctly about the toxins or the risks that were involved in these, I never would have got them. I am very grateful all this is getting brought to the forefront. I can't wait to get my pathologies back after these are out of me and see what kind of damage has occurred internally and I hope to get my life back that these have taken away from me. I had so much blood work done in the last three years that I cannot even count it. Totalling over (B)(4) at least bloodwork. Only thing that was found was that I had an auto immune, they thought I had lupus but they were not sure. No definitive answers. FDA safety report ID# (B)(4).